Event description:
It was reported the customer had a piece missing from their battery compartment. Customer also reported experiencing high blood glucose between 300 mg/dl and 400 mg/dl. The customer's blood glucose was 259 mg/dl at the time of the call. The customer was unsure how the damage had occurred to their insulin pump. It was also found the plunger was not working on the customer's insulin pump. Customer stated they may have bumped their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, broken belt clip slot, and broken battery tube threads. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. The insulin pump was unable to prime during prime test due to faulty force sensor. No unexpected alarms noted during testing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.